Manufacturer narrative:
This report has been identified as b. Braun internal report number 400617642. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information: d9 device returned to manufacturer. H6 codes updated. Investigation: the equipment's data histories were evaluated against the date of occurrence of said complaint, i.e. 08/28/2023. It has been verified that there was no record of a volume schedule of 750ml on the (B)(6) 2023. The last schedule for a volume of 750ml was held on (B)(6) 2023. The programmed flow rate was 53.57ml/h. A infusion was started at 22 hours, 42 minutes and 53 seconds and was stopped by the user at 12 hours, 03 minutes and 23 seconds on (B)(6) 2023. Total volume infused 714.63ml is compatible with user actions. It was also verified that on (B)(6) 2023, at 11 pm, 42 minutes and 5 seconds, the user programmed the flow rate of 750ml/h, without indicating the volume. The infusion started at 11 pm 43 minutes and 50 seconds and stopped the infusion at 00 hours, 41 minutes and 31 seconds. The total volume infused was 720.89ml compatible with user actions. The equipment was also subjected to a flow accuracy test, having a programming of 750ml was carried out, at a flow rate of 53.58ml/h, for a 14 hour period. The test measurement was carried out using graduated and calibrated glass beaker and the infusion time was measured using a digital stopwatch, which was also calibrated. At the end of the flow tests, it was verified that there were no deviations in flow or volume infused, or any alarms throughout the analysis period. Due to the data presented above, the complaint was classified as "no confirmed", given that no deviation in quality for the equipment in question. There is no evidence flow deviation caused by the equipment. The product is in perfect used condition.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit" according to the customer: "patient receives parenteral nutrition daily, on 08/28 at 23:00 o'clock nurse used the schedule to run 750ml in 14h (53.57ml/h) and ran into lh. Photosensitive pump equipment used."